Event description:
It was reported that the customer experienced high blood glucose levels for 6 days. The customer's blood glucose was over 400 mg/dl. The caller also reported that the insulin pump alarmed lost sensor. The caller stated that the high blood glucose caused a urinary tract infection as well. The caller stated that the insulin pump was not receiving information from the transmitter. The caller stated that the sensor would not communicate with the insulin pump. The caller stated that the lost sensor alarm did not occur within 20 minutes after immediately entering a blood glucose for calibration. Caller was advised that the alarm may have been caused by distance, radiofrequency interference, or orientation. The caller was advised that the sensors be replaced and agreed to return the sensor for analysis. The caller advised that she went to the hospital due to the urinary tract infection without any relation to the sensor. No further assistance was necessary.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2015-14719.